Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water cylinder and suction cylinder had no color; grip was shaved; forceps channel port and switch 1 had a dent; right/left knob and switch box had discoloration; plug unit and connecting tube had a scratch; plastic distal end cover had a chip; bending tube was deformed; adhesive on bending section cover had a crack; connecting tube was snaking; and universal cord had a wrinkle. The indication on the flexibility adjustment ring was unclear. Due to a cut on heat shrinking tube of forceps elevator lever, the expected insulation capacity cannot be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube and air/water cylinder due to insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign (white) material was unable to be identified any further. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Furthermore, there was no physical damage on the area where the foreign material remained. The root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.